Event description:
The patient reported they stopped using the device due to redness and blistering at the surgical site. Antibiotics were prescribed and an explant procedure is tentatively scheduled for (B)(6) 2024. Although the patient did not have any redness or blistering at their last follow up, they would like the device explanted to avoid another "flare up" since they cannot tolerate anything over their skin.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device at an off-label location, not performing x-rays immediately after the procedure to confirm device placement, not implanting the device per IFU, implanting a damaged stimulator, the patient going through an MRI procedure, implanting the stimulator after the expiration date, not preparing the skin with an antiseptic solution, and the patient not attending the post-op visit have been ruled out as potential causes. However, the patient has diabetes which their physician believes contributed to their issues. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due the patient being a poor candidate due to health, weight, age, or mental capacity as they have diabetes (user error - clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.